Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. Additionally, the patient's complaint was not confirmed and during the evaluation, it is found that error code was present. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.

Event description:
A dreamstation bipap autosv device was returned to a manufacturer / third-party service center for service. There was no report of patient harm or injury. There was no report or medical intervention. During the evaluation of the device, the manufacturer / third-party service center visually inspected the device and found contamination from insect infestation. Error code was also present but was not specified. There was no evidence of foam particles or degradation. The device was scrapped. Upon review of this complaint, there is no reported malfunction. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.